Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (damage prior to tactile change) issue. The reporter alleged that the ok keypad button was over and under responsive, and that the keypad cover was peeling. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 10/28/2015 device evaluation: the device has been returned and evaluated by product analysis on 10/12/2015 with the following findings: the ok button was difficult to use and damaged. There was contamination found on the button contacts. The button contacts were also inverted.